Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 250 mg/dl; cause was unknown. Customer received third party assistance from their endocrinologist, who administered a correction bolus and changed basal rate and carb ratio settings to address bg.